Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the tilt/trend sensor was working intermittently. The technician replaced the sensor, re-calibrated the table, tested the table and confirmed it to be operating according to specification. The user facility was following patient safety protocol and the patient was secured to the table with safety straps at the time of the incident. Steris has offered in-service training about the proper use of restraining belts and securing patients during a procedure. The user facility did not deem the additional in-service training was necessary.

Event description:
The user facility reported that after a patient procedure, with the patient still positioned on the surgical table, the table was last commanded to level and continued to tilt right the patient began to slide off of the surgical table but the hospital staff immediately intervened and prevented the patient from falling off of the table. No injuries or procedural delays or cancellations were reported.